Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to wavelet detection. Analysis of the device memory had an observation relating to detection. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported patient reported experiencing periods of light headedness while in the car. The car was quickly pulled over and the patient¿s spouse was successful in flagging down another motorist who contacted emergency services (ems). The patient presented to the emergency department via ambulance. Following differential diagnosis of ventricular tachycardia (vt) for this patient, the patient¿s medications were modified to suppress ventricular tachycardia (patient was started on amiodarone). Review of the follow-up records for this patient demonstrate that the only modification to device programming. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that device interrogation showed episodes the doctor felt should have been treated being withheld by wavelet. As a result, the patient reported feeling unwell during the episodes. The device remains. No further patient complications have been reported as a result of this event.